Event description:
The poly knee insert was placed on the tibial tray during surgery but would not seat properly. The surgeon removed the insert and successfully implanted another insert of the same size, material, and lot number.